Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. It was suspected that the lead had fractured. No intervention was performed. The patient was well and would continue to be monitored.